Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. Prior to discovery of the fluid leak, an air detected in cassette alarm occurred during dwell 3 of 3. The cause for the leak was not known. When the cassette was removed from the cycler, fluid was observed leaking out of the cassette door. The ts representative advised the patient to discontinue use of the cycler, and a replacement cycler was issued to the patient. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Prophylactic antibiotics were ordered as a precaution. The patient took 1g vancomycin via intraperitoneal (ip) administration. The pdrn reported that the patient did not complete their treatment the night of the event. However, it was confirmed that the patient did not experience any symptoms due to the incomplete treatment. The pdrn stated there have been no additional missed treatments since the night of the incident. It was confirmed that the patient received their replacement cycler, and the old cycler was picked up and returned to the manufacturer for physical evaluation. The pdrn stated the cassette was discarded by the patient and is not available to be returned for evaluation.